Event description:
It was reported that the ventilator generated technical error code indicating a turbine module input voltage failure during the check up. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. According to the information received in the service report, the turbine module was reconnected to resolve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. A faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to the turbine module. Event site name: dr. (B)(6).